Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. Further, the provided angiographic material was reviewed. The technical investigation of the returned device revealed that the stent is displaced by about 3 mm in distal direction. The balloon is still well folded and shows no signs of inflation. Microscopic analysis of the balloon surface revealed clear visible stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The review of the angiographic material did not lead to any further information regarding the nature of the complaint. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all inprocess and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100% and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It should be noted that the corresponding IFU advises the user to not apply excessive force while attempting to cross the lesion.

Event description:
Ous MDR - an orsiro drug-eluting stent system was chosen to treat a moderately calcified lesion in the tortuous rca. The orsiro stent could not pass the lesion and during the attempt to push it through the lesion the stent dislodged from the balloon.